Event description:
The reporter stated that the surgeon was advancing a 11.0 se/3.5 single piece toric lens with the injector and the injector's plunger over-rode the lens and tore the lens. This was one of two incidents that occurred to this patient. See manufacturer report 2033826-2007-00280 for the other report. No patient injury.

Manufacturer narrative:
The injector was not received for evaluation however, the lens unit carton was received with no lens in the box. Conclusion: based on the complaint history and evaluation of the returned product, a specific root cause could not be determined.